Manufacturer narrative:
Author: katia bravo-jaimes title: a new algorithm detects critical congenital heart disease at different altitudes: andes-chd study source: https://doi.org/10.1038/s41372-024-01888-5 publication date: 02 february 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed, an observational- prospective study investigated the development of new algorithms for screening newborns for critical congenital heart disease using pulse oximetry at high altitudes. The study, conducted between july 2021 and august 2022, enrolled newborns born at various altitudes  who were at least 34 weeks gestation. Pulse oximetry measurements were obtained using portable sp02 device and compatible neonatal sensors on the right hand or foot of the infant. While (B)(6) newborns were initially enrolled in the study,  twelve healthy newborns were excluded due to missing data or incorrect oximetry measurements. There was no patient injury.